Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
This information was received via an early product surveillance surgeon survey. It was reported that surgeon has implanted a ø11x345mm t2 alpha tibial nail in static locking mode via the suprapatellar approach in the treatment of a simple extraarticular fracture in the distal tibia (ao classification: 43-a1). Doctor's feedback were mixed, with neutral ratings on a couple of evaluation items (i.e., non-touch technique, friction lock of the targeting arm, overall satisfaction with t2 alpha tibial nail). Furthermore, he indicated to be ¿dissatisfied¿ with the final position of the nail and rated the operative technique to be ¿uncomprehensive¿. In addition, he described an issue as part of the provided comments, see as follows: ¿fracture extension as nail inserted through isthmus creating a longer fracture." Patient adverse consequences due to this is additional fracture.